Event description:
On july 24, 2015 it was reported that the patient was in her bed when she was received the taxotere product. It was observed a leakage at the end of infusion line at the level of the luer connector. The facility stated that on the event day there were 3 tubing in stock so they couldn't checked the right tubing that why we (user facility) had 3 batch numbers. The reported complaint was leakage at connical fitting. The device involved with the reported issue was not returned for investigation. The following investigation activities were performed - retain sample testing: the manufacturer performed a free flow - and tightness test with one retain sample of each of the three complained batches without finding any irregularities. The DHR reviews included the investigation of the production documents of the three batches and did not show any deviations related to the complaint reason. The lot complaint history indicated that there were no further complaints involving these three batches. No root cause detected and no corrective actions necessary.